Event description:
It was reported that the patient did not get stimulation in the pain areas due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted devices were not returned as they were not released by the facility.

Manufacturer narrative:
Exact date unknown, event occurred a few days after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7101495.